Event description:
It was reported that before a procedure at the user facility, the core impaction drill, got hot. The procedure was completed successfully with a back up device with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that before a procedure at the user facility, the core impaction drill, got hot. The procedure was completed successfully with a back up device with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed by the technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the technician confirmed the coupler was worn.